Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. No abnormalities were found during visual inspection and functional testing of the returned product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass, while being applied to at the time of anastomosis the needle from suture reload fell into the patient¿s cavity. New device was opened and used in order to complete the case. As reported, there was no patient injury.

Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass, while being applied to at the time of anastomosis the needle from suture reload fell into the patient¿s cavity. As reported, there was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.